Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that after rerunning the operational check the device passed. Upon conclusion of the evaluation, it was determined that this may have been due to the knob not being placed back to 150j when doing the operational check. The customer was advised and instructed to follow the instructions of operational check procedure. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the therapy knob was not working. There was no patient involvement.